Event description:
It was also reported that the patient received shocks due to noise. Oversensing, unstable impedance, and increased threshold were reported. The lead was explanted and replaced. No patient complications were reported as a result of this event.